Event description:
It was reported that patient presented into the emergency room feeling nauseous. Patient received inappropriate anti-tachycardia pacing therapy due to emi noise. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.